Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon. Inside me, had to dig in my vagina [foreign body in reproductive tract]. Changed tampon. Saw the string in the plastic tube still but the tampon was already inside me [complication of device insertion]. Saw string in the plastic tube still but the tampon was already inside me [device breakage]. Consumer sent e-mail stating when she changed the tampon, the string remained in the applicator but the tampon was inside her. No serious injury was reported.